Event description:
It was stated that person with diabetes reported that that she has had persistent high glucose values. She changed her site again and got down to 360mg/dl. She changed her cassette, insulin (new vial of novolog) and site again, but her glucose wasn't coming down. She took that site off while it was still connected to the tubing and did a test prime to see if insulin was coming through the cannula. She reports it was not, but the insulin appeared to be coming through the connecter and getting the adhesive wet. When she removed the connector from the site, insulin was coming out of the tubing. There was patient involement/ no harm reported. The leakage of insulin could cause elevated blood glucose level of the patient.

Manufacturer narrative:
H3/h6: investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.